Manufacturer narrative:
(B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set quick release part there's a little flexible soft needle in the middle or short tube where the insulin drops is missing on (B)(6) 2025. No further information available.